Manufacturer narrative:
(B)(4). Surgeon has informed us that it was his own error. The complaint is not acknowledged all available information has been disclosed. The complaint has now been closed.

Event description:
This customer reports there is some kind of dust (such as diamond dust) coming from the instrument. Sales would like to know the following now: is the surface glued or welded? What are the risks?